Manufacturer narrative:
The ds2adv auto CPAP was forwarded to pil (product investigation laboratory) for investigation. The initial allegation stated that the device had no air inlet filter. During the investigation, pil used the customer-supplied power supply and ac power cord with the ds2 device and powered it on .iso (international organization for standardization) port had white dust-like contamination in it. Iso (international organization for standardization) port had potential mineral deposits in it indicating possible water ingress. Heater plate had dust-like contamination and potential mineral deposits on it. Also observed mineral deposits on top of pca and corrosion and had thermal event. Pil conducted both external and internal inspections of the device and observed thermal event. At this time, no further investigation can be performed. If additional information is received, a follow-up report will be filed.

Event description:
The manufacturer received information alleging that the device is displaying a service required message after turning on the device and that the device stopped working. The device was not in use on a patient at the time of the occurrence. Theds2adv auto CPAP w/humid+ht cell/bt device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, the field service engineer noted that the pca was damaged, showing signs of burn and corrosion. This damage required replacement due to the error code e-105. Additionally, the engineer observed several issues, including contamination of the blower outlet seal, blower box, blower, iso port, inlet and outlet seals, and the bottom enclosure. Furthermore, the heater plate exhibited electrical damage. The device was received at the manufacturer's product investigation lab for additional testing. If any additional information is obtained, a follow-up report will be filed, and a final report will be submitted upon completion of the investigation.